Manufacturer narrative:
Qn#(B)(4). The customer report of an extension line leak was confirmed through investigation of the returned sample. Leaking was observed from where the proximal extension line met the luer hub. Based on the appearance of the damage, the probable root cause is manufacturing related. A device history record review was performed, and no relevant findings were identified. An investigation was initiated to further investigate the issue. The investigation is still on-going.teleflex will continue to monitor and trend on reports of this nature.

Event description:
The PICC was reported as leaking "at the end of the PICC in the area before the line is connected". The catheter was inserted on (B)(6) 2023. PICC was removed and replaced with a different PICC exchanged over a wire. No patient harm reported. The patient's condition is reported as fine.

Event description:
The PICC was reported as leaking "at the end of the PICC in the area before the line is connected". The catheter was inserted on (B)(6) 2023. PICC was removed and replaced with a different PICC exchanged over a wire. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).